Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. He had undergone open surgeries for other pre-existing conditions before, which prevented him from undergoing the open abdominal surgery for aaa. The pt's anatomical form was not suitable for the procedure; there was circumferential mural thrombus at the proximal neck part. The final confirmatory angiography showed a proximal type I endoleak. Another MFR's xl stent was placed at the proximal site, then the endoleak was solved. (1820334-2011-00179). The final confirmatory angiography showed a type iii endoleak at the left junction part. Kissing ballooning technique was performed with atb and synergy balloons. Then, the endoleak was solved. There has been no pt's outcome provided after the operation. There has been no health problems reported as the pt outcome.

Manufacturer narrative:
(B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow up guidelines. By report, the pt was not suitable for evar due to anatomical exclusion. A type la was resolved by placement of another MFR's stent. A type 3a was observed at the left gate. The physician contributed the endoleak to narrow anatomy that prevent complete expansion of the devices. Add'l ballooning resolved the endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the reported type 3a. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.